Event description:
Device migrated and perforated the right ventricle, resulting in pericardial tamponade. Pt subsequently died.

Event description:
Device inserted via left cephalic vein on 9/12/01. Sudden deterioration and death occurred 9/20/01. Autopsy findings revealed cardiac tamponade due to catheter migration to the right ventricle.

Event description:
Device inserted via left cephalic vein on 9/12/2001. Sudden deterioration and death occurred 9/20/2001. Autopsy findings revealed cardiac tamponade due to catheter migration to the right ventricle.